Event description:
The patient developed a high fever. Endotracheal tube culture initially grew methycillin-sensitive staphylococcus aureus (mssa). The pt was given amoxicillin and clavulanate intravenously. There was no response and diffuse opacification over both lung fields. A second endotracheal tube culture grew acinetobacter, xanthomonas and mssa. The pt was given tazocin intravenously. The fever went down and the pt was successfully weaned off of the ventilator after 13 days of mechanical ventilation. The pt was discharged with prolonged rehabilitation and did not experience any chest pain for 2 years. On 06/01/06, the pt had an episode of atypical chest pain. Two aneurysms were seen with a stent fracture at the distal 1/3 of the stent in the obtuse marginal with 90% stenosis. A CT angiogram showed an aneurysm in the left anterior descending branch with 60% stenosis just distal to the aneurysm. There was no significant left main disease. The left circumflex also had an aneurysm with a fractured stent. Thallium scan showed reversible defect over anterior wall. Poor left ventricular function was also noted. A coronary artery bypass graft was planned in view of severe triple disease with poor left ventricular function. The stent in the left anterior descending branch was removed together with the aneurysm. A giant cell reaction (hypersensitivity) was noted against the stents as well. The patient was initially admitted with dull aching chest pain. The pt was diagnosed with acute coronary syndrome and was treated with aspirin, clopidogrel and enoxaparin and developed fast atrial fibrillation an hour later. The pt's blood pressure dropped; dopamine and amiodaron infusion was administered and the pt's blood pressure improved. It was also noted that the pt experienced dyspnoea with desaturation. A chest x-ray showed acute pulmonary edema. The pt was intubated and put on mechanical ventilation. The pt had target lesions in the left anterior descending branch and in the left circumflex. The mid left anterior descending branch had 95%stenosis and was pre-dilated and treated with a 2.75 x 28mm cypher stent. The left circumflex was totally occluded and was pre-dilated and treated with a 2.5 x 33mm cypher stent. The proximal left circumflex had 80% stenosis and was treated with a 2.5 x 18mm cypher stent. An intra aortic balloon was pump was inserted.

Manufacturer narrative:
Please note: this ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that this is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01520 and 9616099-2007-015221. The event involved a pt of unknown age, gender and medical history. The indication for admission to hospital was chest pain. A coronary angiogram revealed a 95% stenosis of the mid left anterior descending (lad) artery. This was pre-dilated and implanted with a 2.75 x 28mm cypher stent. There was a total occlusion of the left circumflex that was pre-dilated and implanted with a 2.50 x 33mm cypher stent. The proximal left circumflex had an 80% stenosis and was implanted with a 2.50 x 18mm cypher stent. An intra-aortic balloon pump was then reinserted. Pre, intra and post-procedural medications were not specified, however, it was reported the patient received asa, plavix and lovenox. No other vessel, lesion or procedural information was provided. It was reported the patient developed rapid atrial fibrillation approximately one hour following admission to hospital followed by an episode of hypotension. This was treated with intravenous dopamine and amiodarone. The patient was diagnosed with acute pulmonary edema that was accompanied with dyspnea and decreased oxygen saturation requiring intubation and mechanical ventilation. It was not specified if these events occurred before or after the coronary angiogram. At some point, the patient developed a high fever and bacterial pneumonia was documented. Pulmonary cultures grew methicillin sensitive staphylococcus aureus, acinetobacter and xanthomonas. The patient subsequently responded to treatment and eventually was discharged from hosp. Two years following the index procedure, the pt experienced atypical chest pain. CT angiography revealed an unspecified stent in the left circumflex to be fractured with an arterial wall aneurysm present. Additionally, an aneurysm was present in the lad with a 60% stenosis just distal to the aneurysm. Treatment involved coronary artery bypass grafting and surgical removal of the stent in the lad along with the aneurysm. Finally, a hypersensitivity reaction reported to be a giant cell reaction was documented. No other information is available and it is not known if the fractured stent or aneurysm of the circumflex artery was treated. The stents are not available for evaluation. The lot numbers are not known and so a device history records review can't be conducted for the involved products. Based upon the info provided, it is not possible to conclusively determine the cause of the events. There is no clear indication these events were design or manufacturing related.